Manufacturer narrative:
Epi pcb was installed in test unit and rigorously ran over a period of five days. It was exposed to temperatures of 40 c for 24 hrs and to 10 c for a subsequent 24 hr period. Unable to duplicate the failure the hosp observed.

Event description:
Unit failed to cycle x 2 while in use.